Event description:
A report was received that the patient felt uncomfortable as patient¿s ipg was sitting on the spine. The patient will undergo a revision procedure wherein the pocket site will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient felt uncomfortable as patient¿s ipg was sitting on the spine. The patient will undergo a revision procedure wherein the pocket site will be relocated.